Event description:
It was reported that the radiofrequency (rf) head for the programmer "did not work." The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head failed all uplink amplitude functional tests. Analysis also found the rf head has a twisted cable. The rf head cable was found out of electrical specification. The rubber portion of the rf head label is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.